Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this sicd and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient had exhibited twiddlers syndrome the electrode with this sicd had been pulled back. This sicd system was explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination found the presence of two arc marks on bottom of can, consistent with complaint of device migration. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this sicd and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient had exhibited twiddlers syndrome the electrode with this sicd had been pulled back. This sicd system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. A flat line subcutaneous electrogram was noted. The treated episode has a shock impedance of one ohm. Technical services (ts) discussed it appears to be a dislodged electrode. Ts recommended further testing and turning off therapy. Subsequently this sicd and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.